Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when the phaco cassette was connected to the device, we detected water leaking from the bottom. Since water also entered the area where the laser probe was located, the device gave an error during the phaco intraocular lens implant surgery. The surgery completion details and patient impact were unknown.